Event description:
Customer reported using expired strips, received an error 3 and error 4 message on her precision xtra blood glucose meter. She reports, experiencing symptoms of hypoglycemia and "being completely out of it and was acting drunk." Paramedics were called and customer was given an IV dextrose, tube of glucose, a ham sandwich and a drink of gatorade.

Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available.